Event description:
It was reported that during a system implant procedure, the leads caused diaphragmatic stimulation. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the tip electrode, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and there was blood in/on the lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).